Event description:
On (B)(4) 2013 the reporter contacted animas alleging that the patient's blood glucose (bg) was elevated due to a cartridge leak. The patient's bg was reportedly 457mg/dl with large ketones, thirst, and mild nausea. The reporter disconnected the patient from the pump and delivered multiple air boluses to see if the pump was delivering properly; the reporter noted that she did not see any insulin coming from the tubing while attempting this. The reporter stated that she then noticed insulin leaking from the cartridge luer lock connection. The reporter stated all supplies were then changed out. The reporter stated she thinks the issue was due to use error and that the luer lock connection was not properly tightened. There is currently no indication or allegation of a product defect. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a leaking cartridge with use error attributed as the cause of the reported incident.

Manufacturer narrative:
The cartridge is unavailable for return, as the reporter stated the supplies had been discarded. No conclusions can be made at this time.